Manufacturer narrative:
The correct analysis results are now attached. The ICD and the lead under complaint were returned and subjected to a thorough analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. The analysis of the lead showed a cut in the insulation which most likely occurred during the extraction of lead. No further deviations were noted that might have contributed to the reported clinical observation. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, no material or manufacturing problems were found in the course of the analysis.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an estimated implantation period of approx. 72 months, it was reported, that pacing threshold was out of range. The lead was explanted, however no event or explant date was provided.